Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod was received not deployed and delivered 42 pulses. The download data shows timeouts in conjunction with the rotational sensor failing to transition indicating a drive stall occurred, preventing the pod from deploying the needle mechanism during second prime. During investigation, the pod was successfully reset and paired with an unused controller to deliver a 5 unit bolus rerun. The rerun data did not show any data abnormalities. No damages or defects were observed that would contribute to high pulse widths and a drive stall. The exact cause of the high pulse widths and drive stall could not be determined.